Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer had an empty reservoir in the morning and the blood glucose was 11.7mmol/l. The customer's parent believes that it may have over infused and the plunger did move all the way to the top. It was stated that the customer smelled like insulin inside the reservoir compartment and the o-rings were all the way to the top as well a piece of plastic fell off the insulin pump. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.